Event description:
Medtronic minimed supplies are being made cheaply and with no quality control. I spent 2 nights in dka because of infusion site failures. Now I'm running out of supplies and they won't replace them due to my crappy health insurance. The minimed 670 g. Closed-loop system was approved too early without the proper research and guidance all for profit off of the type-1 diabetic community which is mostly young kids who can't afford a (B)(4) devices that just does not work properly. Not to mention we didn't ask for the disease either so why do we have to constantly lose our quality of life because medtronic keeps screwing up? I call them on a weekly basis due multiple product and supply failures and when I ask for support in chat groups about this get bullied by medtronic trolls. This is inhumane! I want you to take their products off the market. They're literally killing people in my community just to make an extra buck. Shame on the FDA for not doing their job either. Most in my community say the FDA only approved the closed-loop system because their pockets were greased by medtronic. If that is true then this highly educated scientist will join the fight in showing how you guys let companies rob us of quality of life and joy just for an extra buck. I will not remain quiet anymore. FDA safety report ID # (B)(4).